Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no atrial capture at highest outputs and p-waves were at approximately 0.5mv. The leads tested normal via an analyzer. Therefore, the pulse generator was replaced. Pre-operative blood was noted in the connector header.